Manufacturer narrative:
Investigation summary: evaluating the sample provided by the customer, it is possible identify barrel cracked, confirming the defect. The potential causes for the problem is barrel jam on feeder system or synchronism failure at assembly machine. That jam is inherent to the manufacturing process. The defect identified from this complaint will be monitored for trend evaluation. Investigation conclusion: were evaluated the records of the batch and the visual evaluation of the sample. Bd was able to duplicate or confirm the failure mode indicated by the customer. Root cause description: during the production of the batch there were no records of occurrences related to this defect are observed, however after the analysis of the sample it is possible confirm barrel cracked. Based on this evaluation the potential causes for the problem is: jam at feeder system. Synchronism failure at assembly machine.

Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when a bd plastipak¿ 3ml luer-lok¿ syringe package was opened the syringe was found cracked. No injury or medical intervention.